Event description:
Following initial treatment with morphine, the hcp removed the drug from the pump and replaced it with prialt (does not specified). Within 24hrs after the drug was changed, the pt experienced a "heart attack." The pt was taken to the emergency room, where it was determined that the pt had been overdosed on morphine due to morphine being left in the catheter, and the differences in the flow rate between the two drugs. The pt was treated with 5 doses of narcan, the intrathecal infusion was stopped, and the pt was admitted to the intensive care unit. The pt experienced a second heart attack while she was hospitalized. It was felt that this was due to the pt not being weaned off of morphine resulting in abrupt withdrawal. After experiencing two heart attacks, the pt also experienced an ischemic stroke and later a second stroke. The timeline for the strokes was not reported, and it was unclear whether they occurred while the pt was hospitalized or after she had been discharged to a nursing home. It was reported that due to the strokes the pt "couldn't speak and couldn't move." Approx 2 weeks after the intrathecal infusion was stopped, the prialt therapy was restarted with the same drug that had been originally placed in the pump. After the therapy was restarted, the pt experienced hallucinations and "bizarre behavior" (unspecified). The pt was readmitted to the hospital and remained hospitalized until she expired in november. The pt's family believes that the pt's symptoms and eventual death were related to the change in therapy from morphine to prialt. The family believes that prialt was not used appropriately in this pt. It was also noted that although the pt had pre-existing heart disease and had a pacemaker in place, there had been no problems prior to the change in drug therapy.

Manufacturer narrative:
Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.